Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead triggered lead integrity alert (lia), lead noise alert, lead impedance alert and rv tip to rv coil lead impedance warning. High thresholds, loss of capture and the fracture was confirmed. It was noted that the undefined, high impedance was observed as well as high sensing integrity counter (sic) oversensing episodes. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.